Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was in retry error. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had disaster recover. A technical support specialist (tss) explained that extensive recovery actions had been carried out on the medication dispensing station following the customer¿s maintenance schedule. The tss stated that station services had been stopped safely and followed the knowledge article titled proper data sync procedure & how to place new db in es station to complete backup of the station database before any synchronization changes were performed. The tss reported that a reverse synchronization process was executed to align the station with the server and to extract any pending transaction information for secure storage. The tss added that the necessary server transaction details and inventory information were generated and saved in the appropriate protected locations for reference. Followed knowledge article to disable care fusion logon. The tss further indicated that a full synchronization was then completed to restore normal communication between the station and the server, followed by verification that upload, download, and system heartbeat activities were current. The tss confirmed that the device was rebooted at the end of the process to return it to the medication application environment, completing the recovery procedure to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the issue.